Manufacturer narrative:
Fifty unopened smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheters were returned for analysis. Twenty of the returned unused samples were visually evaluated for non-conformances and were found to be acceptable. The first photo displayed the locked-out device with the severed cannula broken at the flash-vue window, confirming the reported event. The second photo displayed the blister top stock with the expiration date visible. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that upon removal of a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, it was noted that the needle was still in the patient's arm. Subsequently, the needle was found inside of the catheter. No patient consequences were reported. No adverse effects were reported.